Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The event can be detected/prevented in accordance with the following instructions for use: caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when foreign material was found clogging the suction cylinder. In addition to the reportable malfunction of gap between acoustic lens and the ultrasound probe, the evaluation found the following non-reportable malfunction(s): the suction cylinder had discoloration; due to damage on ultrasonic cable, the number of missing elements exceeds the standard value; due to damage on ultrasonic cable, displayed ultrasound image was defective with missing elements; the acoustic lens was damaged, (damage level; did not reach to the glue-layer); due to wear of angle wire, bending angle in up and right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasound gastrovideoscope had a blocked suction channel near the valve. It was unknown when the reported issue occurred. The device was returned and during the device evaluation the following reportable malfunction was found: there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.